Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. On (B)(6) 2021, the patient noticed a skin reaction. The reaction consisted of a rash with redness, itching sensations and blisters at the sensor patch adhesive site. After the event the patient¿s parent consulted a dermatologist who prescribed an unspecified oral allergy medication. Photographs were provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.